Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: this complaint could not be classified as we did not receive a sample for evaluation and no further detailed information. We do not know at which part of the catheter a leakage had been detected. A review of the batch history records showed no deviations. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests are performed after product is packaged. This is the fourth complaint for the involved batches 8023299 and 8049237 and the tenth regarding a leaking catheter on code 4g07125232 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault. Without the sample and more information no further analysis is possible. Corrective action: without the sample the cause of this issue could not be determined. Therefore, no corrective action will be initiated at this time. This failure will be monitored for future actions.

Event description:
The PICC line was removed because it was leaking at the PICC line itself not at the tubing area (@2cm mark). The dressing was saturated.

Manufacturer narrative:
The failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
The PICC line was removed because it was leaking at the PICC line itself not at the tubing area (at 2cm mark). The dressing was saturated.